Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: d4 lot#, d9. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coated portion was partially torn, and the cutting wire was exposed. The missing of the coated portion was not observed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire was exposed due to coated portion being partially torn. The most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the coating on the knife wire was torn. It's unknown when the issue first occurred at. There were no report of patient involvement.